Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch reflect meter was reading inaccurately high compared to his two other devices (true metrix). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call, and additional information when the medical surveillance specialist (mss) listened to the call recording. The patient reported that the alleged inaccuracy issue began at 12:50 p.m., on (B)(6) 2020. The patient was unable to provide exact readings obtained on either device (subject meter and true metrix) but stated during the call with the customer care agent that the subject device was reading "68 points higher" than the true metrix meters. The patient manages his diabetes with a combination of treatments, self-adjusted insulin (novolog, unspecified dose) and unspecified oral medication. In response to the alleged elevated reading obtained on the subject device that he administered an unspecified dose of novolog which he stated was based on the result obtained on the subject meter (sliding scale). The patient reported that approximately one hour after administering insulin, he developed symptoms of feeling "sweating, lightheaded/dizziness" and that his "lips were tingling"; he stated during the call that he associated these symptoms with hypoglycemia. The patient stated that in response to his symptoms, he immediately self-treated by eating some "candy". During the call with the cca, the patient reported that on (B)(6), he obtained a blood glucose reading of "146 mg/dl" with the subject meter and "104 and 106 mg/dl" on the other devices (true metrix), performed within 30 minutes of each other. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing, that the patient was following the correct testing procedure and that an approved sample was used to obtain the results. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca also noted that at the time of the call, the patient did not have control solution available to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged elevated reading obtained on the subject device.